Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower unable to issue meds. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1. Initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the network failure. A technical support specialist (tss) checked the cabinet status via logmein (lmi) and confirmed that it was still offline. The tss advised the user to contact their it department to troubleshoot the network issue. The user was informed to call back once everything is confirmed to be working on their end. The system functioned as intended after the technical support specialist investigated the issue.